Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.00/+3.0/097 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to lens rotation and a refractive surprise.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found that the haptic was broken and foreign material (fibers) on lens surface. (B)(4). Claim #(B)(4).

Manufacturer narrative:
Additional data: the lens was exchanged. After the exchange, patient's vision improved. Work order search: no similar complaints were reported for units within the same lot. (B)(4).